Event description:
Tech alleged that the brakes are not holding on the head end of the stretcher. No pt impact.

Manufacturer narrative:
The tech replaced the rocker link with a brake upgrade kit to resolve the issue.